Event description:
Complainant alleged that while the medics were monitoring a pt (age and gender unk) with chest pains, they received a "status 56" error message on the device screen. The medics changed the device battery and then observed a white dot in the center of the device screen that then faded off the screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The pt was stable and asymptomatic.